Manufacturer narrative:
(B)(4). Approximate age of device: 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient started having pump stoppages on the morning of (B)(6) 2015 while supported by the power module and was admitted to the hospital. The patient was asymptomatic and no further alarms occurred until the evening when a low speed advisory alarm was triggered while the patient was supported by the power module. X-ray images of the driveline were reviewed by the manufacturer's technical services representative and appeared unremarkable. The distal end/external portion of the driveline was replaced on (B)(6) 2015, however pump stoppages continued to occur. The patient underwent a pump exchange on (B)(6) /2015.

Manufacturer narrative:
The report of pump speed reductions and stoppages while the device was supported by the power module was confirmed based on the information contained in the submitted system controller log file. The pump was returned assembled with the driveline severed approximately 4 inches from the pump housing and a section of the external portion of the driveline measuring approximately 22 inches in length was also returned. Examination of the returned portions of the driveline found a breach in the yellow wire insulation approximately 2.5 inches from the pump housing. The damage appeared to be the result of abrasion due to repetitive movement of the driveline in this location. As a result of the breach in the insulation, the underlying wire conductors were exposed. The reported pump speed reductions and stoppages would have occurred as a result of the exposed wires contacting the braided shield and creating an electrical short to ground while the device was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.